Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 62.5 mg/ml dilaudid at a dose of 31.304 mg/day and 2000 mcg/ml baclofen at a dose of 1001.7 mcg/day via an implantable pump for spinal pain. It was reported that there was an infection related to the device. The patient had the pump replaced on (B)(6) 2016, developed a pump pocket infection. The patient had a pocket revision surgery and the pump pocket was cleaned out and the pump reinserted. Then there was erosion to the pump pocket and another infection occurred. The healthcare provider (hcp) was going to remove the pump, revise the catheter, clean the pocket, and externalize the pump and connect to the newly revised catheter to continue therapy. It was reported that the patient was hospitalized. On (B)(6) 2016 additional information revealed that the infection was a staph infection in the pocket. The pain hcp was consulted regarding titration of the medication. A different hcp planned to remove the entire device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.